Manufacturer narrative:
Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned part inspection results: the returnedpart was inspected and evaluated visually in comparison with the DHR. No evidence indicated that the failed implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself. The product investigation questionnaire indicated patient suffered general bone loss and granulated tissuethe implant site was infected. The patient was treated and the implant was explantedcompletely. Conclusion: the complaint is not confirmed.

Manufacturer narrative:
The device was received, and the evaluation is anticipated; however, not yet begun. The device history review is in progress. Once the investigation is complete, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient had an implant fail after the clinical procedure. Implant was placed in a previously grafted site. General bone loss and granulated tissue was observed at the site. The implant site was infected and an abscess was present. The patient was prescribed antibiotics, a steroid and a mouth rinse.